Event description:
The facility originally reported to baxter (B)(4) that a colleague infusion pump had a battery issue. During a review of the pump's event history by baxter personnel, this condition was confirmed as a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
Caller states that she tested 3.6 inr on the coaguchek xs system and 2.7 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.